Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The returned blood pump was subjected to internal functional testing and the pump performance met its functional specification. The pump filled and emptied completely and all three layers of the triple layer membrane of the blood pump displayed no defects. Under microscopic examination of the returned pump, a minimal quantity of loose graphite powder was detected in the air chamber. A discolored strip on the membrane, along the stabilization ring, as noted by the clinic, could be confirmed during analysis. This is a normal run mark. During production of the excor blood pumps, graphite powder is applied on both surfaces of the air-side and middle layer and only on the inner surface of the blood-side layer of the membrane. Once the pump is in use on a patient, minimal graphite powder particles might come loose from the outer surface of the airside layer. Furthermore, during pump operation, the mechanical movement can lead to the creation of a darker strip on the membrane, extending along the stabilization ring.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The pump s/n (B)(4) was in use by the patient from (B)(6) 2016. The pump continued to fill and empty completely, and the patient was adequately supported with no issues for 21 days. Preliminary visual inspection of the blood pump under microscope confirmed the customer complaint. Detailed evaluation of the returned product is currently ongoing.

Event description:
Berlin heart inc. Clinical affairs (ca) was contacted by the clinic to report the presence of black particles visible in the air chamber of the right excor blood pump of a patient supported in the bivad configuration. The clinic also noted a discolored area on the membrane. A video of the pump was sent to ca for review. Upon review, ca personnel recommended an exchange of the affected pump. The exchange was successfully performed by trained personnel at the clinic and the patient experienced no untoward effects.